Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the catheter was not being returned as it was thrown away by the surgical team. The patient¿s weight at the time of the event was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The cause of the kink was unknown. It was noted that it was just kinked at a 90 degree angle. The kink and lack of therapeutic effect had been resolved. A new catheter was implanted on (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen 500 mcg/ml for a total dose of 549.69 mcg/day via an implantable pump for intractable spasticity. It was reported the patient has had a lack of therapeutic effect for some time. A catheter access port (cap) dye study was performed and they were unable to aspirate the catheter. The hcp did a catheter revision and the catheter was found to be kinked. It was stated a new intrathecal section of the catheter was implanted and connected to the previously implanted pump/proximal end of the catheter. It was noted that the total catheter volume was not aspirated after the revision so the intrathecal end was the only section primed at 0.096ml. It was asked and unknown if the symptoms were sudden or gradual. The new dose of gablofen was 299.43 mcg/day. The event date was asked, but unknown. No further complications were reported/anticipated.